Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. Customer's blood glucose was unknown and she was blousing and her blood glucose level did not come down and she ended up in the hospital in diabetic ketoacidosis. The insulin pump will not be returned for analysis.